Event description:
It was reported by the customer's mother that the customer has had to restart the priming to complete. Customer's mother stated there were unexplained no delivery alerts, frequent battery changes, condensation inside the screen, and the up button sticks. Customer declined to speak to the helpline for assistance. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.